Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient work up and was disoriented, diaphoretic, dizzy, and had backpain. The cgm display device gave a high alert and the patient checked her omnipod insulin pump and it was giving an 2.45 unit auto correction bolus. It was not documented whether the patient checked the bg at that time. The patient decided to initiate another 2 units of insulin herself. Around 2 hours later, the egv was still showing high and the display device was alerting. It was not documented whether the patient had symptoms at that time, nor whether she checked the bg at that time. The patient gave herself another 3 units of insulin. At an unspecified time, the daughter brought her to the hospital. Upon arrival, the patient was treated with an unspecified IV and the bg was 70 mg/dl. It was not documented what the egv was at that time. Of note, the patient also received tylenol for back pain. The patient was discharged after 5 hours. At the time of the report, she felt better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.